Event description:
It was reported that the protection hoop was separated. A 190cm filterwire ez was selected for use. During unpacking, it was noted that the protection hoop of the filter part was separated. The procedure was completed with another of the same device. No patient complications were reported.